Event description:
It was reported that during interrogation of the pulse gen- erator communication with the device was intermittently lost when running threshold tests. The device had reached elective replacement indicator (eri).

Manufacturer narrative:
No medwatch form was received.